Event description:
It was reported that the patient presented to the emergency room after receiving inappropriate antitachycardia pacing and inappropriate high voltage therapy. It was recommended that the physician reprogram the device. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.